Event description:
It was reported that intermittent malfunction alarms occurred. The pump was replaced, and the customer continued to use the current pump for insulin therapy. Customer¿s blood glucose level was 63-238 mg/dl.